Event description:
The customer reported that the system displayed a "filmer stuck' error message and would not produce fluoroscopic x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All filmer rails and gears were lubricated. The system was then found to be operating as intended.